Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended a service call from a covidien customer support engineer (cse). The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).